Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user could not issue medication. A technical support specialist had the customer try to issue the morphine again and the customer was able to issue the morphine without any problems, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medications. Customer stated that they were issuing two medications, ativan and morphine; however, the system only allowed them to dispense one and not the other. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.